Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the pump alarm during use and cannot be paced properly". Additional information states that the pump console was swapped to continue therapy. The patients current condition is reported as "fine". No patient injury or consequence reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " the pump alarm during use and cannot be paced properly". Additional information states that the pump console was s wapped to continue therapy. The patients current condition is reported as "fine". No patient injury or consequence reported.